Event description:
A company representative reported that a pyrenees size 10 tapered driver would not hold the screws and two pyrenees sized 10 non-tapered torque drivers had deformed threading. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the pyrenees size 10 tapered driver.

Event description:
A company representative reported that a pyrenees size 10 tapered driver would not hold the screws and two pyrenees sized 10 non-tapered torque drivers had deformed threading. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the pyrenees size 10 tapered driver.

Manufacturer narrative:
Visual inspection confirms material wear is observed on the hexalobe of driver. Functional inspection confirms screws do not sit flush on driver tip and can disengage. The field representative reported that the surgeon has a high volume of cases and it is calculated that these devices see 1250 to 3750 uses per year (2 or 3 level fusion cases, 2 or 3 cases/day, 2 or 3 days/week). Complaint history was reviewed and similar complaints for this lot number were identified. The most likely cause of the reported event was determined to be due to high volume of normal usage. A high frequency of normal use can cause material to wear more quickly than normally.